Event description:
Falsely low advia centaur psa test results were obtained by the customer and considered discordant when compared to patient's clinical picture and an alternate laboratory test method. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur psa result.

Manufacturer narrative:
The cause for the discordant advia centaur psa result is unknown. A high dose hook sample effect may have contributed to the discordant result. Quality controls are within acceptable limits. Siemens healthcare diagnostics has received a patient sample from the customer and is conducting further testing. No conclusion can be drawn. The instrument is performing within specification. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation". The IFU states in the procedural notes section: "patient samples with high total psa levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with total psa levels as high as 10,000 ng/ml (10,000 ug/l) will assay greater than 100 ng/ml (100 ug/l)".

Manufacturer narrative:
05/17/2013: additional information: siemens healthcare diagnostics completed the investigation on the returned patient sample. The patient sample was processed neat, diluted 1 to 100 and diluted 1 to 200 at n = 2. Result for the neat sample was approximately 40 ng/ml, while results for the diluted samples were >100 ng/ml. 1 to 1000 and 1 to 2000 dilutions of the patient sample were made by ordering an automatic 1:10 dilution of the 1:100 and 1:200 diluted samples and these were run at n =2. These results were approximately 25,000 ng/ml, indicating a high-dose hook sample.